Manufacturer narrative:
E1(initial reporter facility name): nhc osage beach rehabilitation & health care center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that drawers were offline due to power outrage at the hospital location. A technical support specialist (tss) checked and confirmed that the machine came back online once restored. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline and the machine shut down due to a power outage. The backup battery was unable to keep the machine powered on for an extended period and did not maintain operation long enough.there were no adverse events or injuries reported based on this event.